Manufacturer narrative:
Based on a review of the customer-provided video, the complaint was confirmed. Components from inventory were used to create representative kits, and the procedural steps were followed to try and replicate the issue. No leakage or spraying was observed from the needle-less sample site for most of the configurations and steps that were tested. The configuration where the handle on the needle-less sampling site was turned off to the patient connector, effectively blocking outflow, was tested. Fluid was injected into the system using the reservoir syringe with excessive force, and the needle-less connector could be made to spray fluid through the slit. The cause of the needle-less connector to leak or spray during use could have been excess pressure that was applied to the system when returning blood to the patient. This can occur if the sampling catheter is occluded or if excess force is applied to the syringe. This product line now belongs to (B)(4). Argon recommends that (B)(4) update the IFU to clearly state that the stopcock be turned off to the needle-less connector when returning blood to the patient. This can ensure that blood does not leak or spray from the sampling site when returning blood to the patient.

Event description:
After drawing blood using the keepsafe single pressure kit the sample port squirt blood in the employees face and eyes during routine flushing procedure. We were able to duplicate the issue again and saw blood squirting out of the sample port. All procedures were followed correctly. The blue plastic inside the sample port was what was squirting blood. The blue plastic piece looked normal, intact and new.